Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted (B)(6) 2007; 694765 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that there has been a steady decline in the device longevity. The longevity was noted to drop 8 months in a 2 month period. Follow up concluded that the physician will continue to monitor the device. The device remains in use. No patient complications have been reported as a result of this event.